Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event; the device got stuck. Please tell me which products were used in combination; faradrive, faraconnect dilator, starter wire. At what point during the procedure did the stuck occur; a starter wire was inserted from the femoral vein, and when the faraconnect dilator was attached to the faradrive and advanced along the wire into the right atrium, the wire became stuck in the sheath dilator. Was there any damage to the product when it was removed from the body; it could not be removed at all outside the body, and even when the wire was pulled apart, it still could not be removed. Did the occurrence of the stack impact the procedure? The wire could not be moved from the sheath, so the system was removed and the procedure had to be restarted. Was the tip of the device protruding from the tip of the sheath when the stuck occurred; it was protruding approximately 10 cm. Were there any anatomical difficulties with the patient; there were no particular issues such as vascular tortuosity. Could you provide specific details about the situation when the device got stuck?; the faraconnect was inserted along the starter wire to the svc, but when attempting to replace it with a pig wire, it could not be removed and could not be replaced. An attempt was made to remove the wire from outside the body along with the faraconnect dilator, but it could not be removed even from outside the body, and the wire was damaged. Physician comments: patient outcome: no patient injury. Infected: no. Generator/controller: unknown. Ablation catheter used: unknown. Other used: unknown.

Event description:
Event; the device got stuck. Please tell me which products were used in combination; faradrive, faraconnect dilator, starter wire. At what point during the procedure did the stuck occur?; a starter wire was inserted from the femoral vein, and when the faraconnect dilator was attached to the faradrive and advanced along the wire into the right atrium, the wire became stuck in the sheath dilator. Was there any damage to the product when it was removed from the body?; it could not be removed at all outside the body, and even when the wire was pulled apart, it still could not be removed. Did the occurrence of the stack impact the procedure?; the wire could not be moved from the sheath, so the system was removed and the procedure had to be restarted. Was the tip of the device protruding from the tip of the sheath when the stuck occurred?; it was protruding approximately 10 cm. Were there any anatomical difficulties with the patient?; there were no particular issues such as vascular tortuosity. Could you provide specific details about the situation when the device got stuck?; the faraconnect was inserted along the starter wire to the svc, but when attempting to replace it with a pig wire, it could not be removed and could not be replaced. An attempt was made to remove the wire from outside the body along with the faraconnect dilator, but it could not be removed even from outside the body, and the wire was damaged. Physician comments: patient outcome: no patient injury. Infected: no. Generator/controller: unknown. Ablation catheter used: unknown. Other used: unknown.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire was returned in two separate pieces, with a section measuring 22.1cm from the distal end returned separated from the main body of the guidewire. Both sections showed evidence of overstretching from approximately 150.6cm from the proximal end to 9.5cm from the distal tip. At 22.1cm from the distal end, side 1 of the coil fracture point was examined. Examination of the coil fracture site indicates that the coil may have been sheared by a sharp instrument, this observation corresponds with side 2 of the fracture. At 170.2cm from the proximal end the core was protruding and at 169.2cm from the proximal end the ribbon was protruding from the coil. There was 3.9cm of the core and 4cm of the ribbon protruding from the coil. There were multiple kinks on the ribbon at 0.3cm, 2.2cm and 3.6cm from the ribbon fracture point. Measurement of the ribbon length indicates that a section (approximately 7.9cm) was missing, likely removed when the coil was cut from the guidewire. Permission was given to deconstruct the device. The ribbon broke just behind the distal weld and there was evidence of necking, which suggests it fractured due to tensile overload. As the opposite side of the ribbon fracture was not returned, analysis was limited to the ribbon that did return, this ribbon fracture point displayed characteristics of a cut made by a sharp instrument. This further supports the conclusion that a section of the ribbon was cut and not returned. There were two kinks located at 58.5cm and 68.2cm from the proximal weld. No anomalies were observed to indicate a manufacturing issue with the proximal weld. One wrap at the proximal weld was slightly pulled away from the weld. The proximal weld was intact. No other damage was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.